Manufacturer narrative:
Evaluation summary: the info provided and the examination results indicate that this event is associated with patient infection.

Event description:
The device was removed due to infection.